Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02jul2020.

Event description:
It was reported that while in use the ventilators circuit disconnected and the unit did not alarm visual or audible. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support. The customer did not have a cable to provide the device diagnostic report (drpt). The customer then put the unit on a test lung and verified that the disconnect alarm works on the ventilator side and the patient side. The customer was advised that per the operators manual the disconnect alarm could take up to 11 seconds. The customer then filter on the inspiratory port and technical support then conferenced in philips clinical who discussed the setting of the alarms. The customer had the low inspiratory pressure (lip) set to 2 and was advised by the philips clinician to set it at 8. The customer could not duplicate the reported issue and discussed alarm settings with philips clinical specialist. The customer was advised to perform a full performance verification test (pvt). Upon a follow up, the biomedical (biomed) engineer reported that the unit passed all testing and the reported issue was not duplicated. The biomed did not have the drpt since he had no cable available. The unit was returned to use with no issues.